Event description:
It was reported that the patient¿s pocket eroded to where the battery was causing pain. The patient¿s physician was going to do a pocket revision, but because the battery was too close to the skin and to minimize the chance of infection, the physician replaced it. The patient¿s symptoms were noted as pain and redness at the pocket site. It was noted that the patient's status was alive, with no injury/adverse event. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 3037 lot# serial# (B)(4), product type programmer, patient product ID: 3093-28 lot# va03l5m, implanted: 2013 (B)(6), product type lead (B)(4).

Manufacturer narrative:
(B)(4).